Manufacturer narrative:
Due to character limit: e1 (event site name)- (B)(6). A getinge field service engineer (fse) after checking unit found that, unit not switching on with mains and battery supply. Checked all connections and fuse, found ok. But unit mains cable's supply issue, mains cable defective. Fse replaced new mains cable from customer stock. Problem solved. Unit all required test performed. All found ok. Unit tested with trainer balloon. Working ok. Unit kept for charging.

Event description:
It was reported during routine checks that the cs300 experienced an issue where the unit was not switching on. No patient involved.